Manufacturer narrative:
On (B)(6) 2015 11:31 am (gmt-5:00) added by (B)(6): a supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that, during patient treatment, when adjusting the apl (adjustable pressure limit) valve from a high pressure to a lower pressure the manual bag distension/inflation didn't change. Alarm for continuous high apl pressure was generated. There was no patient harm. (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site by our field service engineer(fse). The system was found functioning normally and the system check-out(sco) tests passed without deviations. The system was returned back into service and no further issues have been reported. Evaluation of the received device logs show that sco before and after the event passed without deviations and there were no technical errors in the log. The event logs confirmed that alarms for continuous apl pressure was generated in manual ventilation mode. The alarm was generated after the case had been ongoing for about 20 minutes. No adjustment of the apl valve setting can be confirmed in connection to the alarm. The ventilation mode was switched to automatic ventilation and a few alarms for high pressure and check breathing circuit were generated. After these alarms, the case continued for about 2 hours without further issues and, it was then ended in a controlled way. A successful leakage sub-test was performed and, 45 minutes later, a new case was started. The new case was performed without any issues noted and it was ended, in a controlled way, 2 hours later. The alarm for continuous apl pressure is activated when the measured airway pressure exceeds predefined values for more than 15 seconds. Predefined values depend on the currently selected apl setting. We have not been able to determine the root cause for the reported event since the event was not reproduced, and no parts were found faulty during the investigation.

Event description:
(B)(4).